Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported issue. A review of the event history log found evidence of "improper shutdowns". The issue was not reproduced during evaluation however visual inspection found corrosion on the rear case battery pins as assignable cause. The rear case was replaced to correct this condition. The customer battery was not returned with the pump for testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a loose battery connection that was causing the pump to restart. The reported problem occurred during charging in the central sterile supply department. There was no patient involvement. No additional information is available.